Event description:
New information on 06/21/2016 indicated that the patient's condition was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was capped and replaced on (B)(6) 2016 due to fracture. No patient symptoms were reported.